Event description:
It was reported that the pt fell down stairs on (B)(6), 2013, falling on his implant. Since that moment he has not had access to sound.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.